Event description:
The user received erratic or erroneous calcium results for 10 pt samples over three days. The errant results were caught by a delta check and were not reported. The average delay in reporting of results was 30 mins. No known harm to pts as a result of the delay. Of the ten pt results provided, six were considered to be discrepant. Sample 1 initial result on (B) (6) 2009 was 8.4 mg per dl, repeat results the same day were 9.2 mg per dl and 9.1 mg per dl. Sample 2 initial result on (B) (6) 2009 was 8.7 mg per dl, repeat results the same day were 9.5 mg per dl and 9.7 mg per dl. Sample 3 initial result on (B) (6) 2009 was 9.2 mg per dl, repeat result on (B) (6) 2009 was 10.6 mg per dl, and on (B) (6) 2009 was 10.7 mg per dl. Sample 4 initial result on (B) (6) 2009 was 8.6 mg per dl, repeat results the same day were 9.6 mg per dl and 9.9 mg per dl. Sample 5 initial result on (B) (6) 2009 was 6.9 mg per dl, repeat result the same day were 9.0 mg per dl and 9.3 mg per dl. Sample 6 initial result on (B) (6) 2009 was 6.7 mg per dl, repeat result the same day were 8.5 mg per dl and 8.6 mg per dl.

Manufacturer narrative:
The field service representative determined there was a fluidics failure and had the user replace and align the sample probe and reagent probes to verify the analyzer performance, he performed multiple precision runs, calibrations qc and pt samples.